Event description:
Draeger vapor 2000 vaporizors used w/fabius anesthesia machines, both servoflurane and isoflurane: chronic failures, leaks, caused by degenerated seal gaskets and jammed fill port mechanisms. Have had 14 vaporizer failures under warranty in 6 mos. Found degraded seal gaskets and/or jammed fill port mechanisms in units examined prior to returning for warranty exchange. Have exp delays in getting replacements due to backorders. Draeger confirmed they are aware of both problems. Jammed mechanisms due to problem with latch mechanism - if latch is closed all the way during fill process causes jamming. Gasket problem is due to change made by supplier of gasket. Draeger has provided notification of these problems only through their svc notes available only to paid subscribers.